Manufacturer narrative:
Submit date: 2017/june/12. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter repair kit. The customer states the caps that close the catheter lumen in the repair kit are cracked.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. Visual evaluation of this photo was performed; the photo revealed two adapter caps in relaxed position and these adapters show a line that in appearance is a crack. The photo reveals dirt which suggests the caps were used. Four used adapters were received for analysis and investigation. The samples presented signs of use (dirt, hair and blood residues), also visual inspection of the samples revealed that three of them present cracks. An ishikawa diagram was used to determine the potential causes for this event. Component properties are tested by the suppliers and there are controls in place in the manufacturing site to prevent non-conforming material from being used. The reported condition has been confirmed. A photo and sample was provided for analysis and investigation. Based on the available information, the most probable root cause can be considered as misuse. The reported condition was most likely damage caused during use. No complaint triggers or trends were identified, no harm was report in this complaint; therefore no corrective and preventive actions (CAPA) are required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the closure device (caps that close the catheter lumen) of the repair kit is cracked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.